Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31652366l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch sf catheter, and the patient experienced drop in blood pressure and pericardial effusion treated with pericardiocentesis which required surgical intervention. The report indicated that during an atrial flutter case, a pericardial effusion was noticed. There was a drop in blood pressure on the patient when they were switching to a vizigo sheath. They had completed ablation on the cavotricuspid isthmus (cti) line with a thermocool smarttouch sf catheter when the pericardial effusion was discovered. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was pericardiocentesis and the patient was sent to cardiothoracic (CT) surgery. The patient was sent to surgery because the pericardial effusion was building and getting larger. The patient was reported to be in stable condition. The physician did not mention what they thought caused the pericardial effusion. The devices used during the procedure were thermocool smarttouch sf catheter, carto 3 system, and ngen system.